Manufacturer narrative:
(B)(4).the reported condition was confirmed but not duplicated. The assignable cause was moisture in the channel. The channel was cleaned. The ail (air in line) calibration and value were verified and were in specification. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 810:04 occur during patient therapy. It is unknown if patient therapy was interrupted. There was a wet tubing alarm. The event occurred in the emergency room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version for this report is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.